Event description:
It was reported that (1) instrument was used during a laparoscopic cholecystectomy, it was reported by the rep that the surgeon claimed that when he went to use the instrument, there were no clips in the applier. Another instrument was used to complete the case. There was no consequence to the pt.